Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the magnet was missing from the lid of the device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined the retainer clips being bent was the cause of the reported issue. Stryker archived the device and the customer received a replacement.